Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: b)(4)2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high impedances and noise in the form of a large number of short v-v intervals. A lead fracture was suspected. The lead therapies were programmed off, and the lead will be revised at a later date. No patient complications have been reported as a result of this event.